Event description:
It was reported that this right ventricular (rv) lead exhibited out of range intrinsic amplitude measurements. Additionally, oversensing of noise was observed and resulted in storage of 5 non-sustained events on the same date. Technical services (ts) recommended having a discussion with the patient regarding symptoms and/or patient activities or procedures at the time of the events. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).